Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 9/19/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate plus profile 275cc saline prosthesis, catalog: 3502275, serial number: (B)(4), lot: 6845443. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who had mentor smooth round moderate plus profile 275cc saline prostheses implanted experienced deflation on the left breast prosthesis post procedure. Bilateral ptosis was also indicated. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 405cc gel prostheses on (B)(6) 2018; catalog # smpx405. Bilateral breast lifts and capsulotomies were performed. The patient tolerated the procedure well and it was noted the patient exited the operating room in good condition. This report is for the left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/09/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 10/23/2018, mentor received updated facility name information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 2.0 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. Also it noticed a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. The device history record (DHR) for the lot number 6845443 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).